Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the "pump was not running". The initial reporter contacted mmdg with the patients mother also on the phone, who was not willing to provide any additional information. (B)(4).